Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists bleeding and right heart failure as adverse events that may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also outlines indications of right heart failure and provides the recommended treatment options for patients with right heart failure, including implantation of an rvad. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. Low flow alarms could not be confirmed through this evaluation as there were no log files submitted. Although a specific cause for the low flow could not be conclusively determined, it was reported that the cause was determined to be right heart failure following implant. A direct correlation between the device and the reported events (bleeding, right heart failure, elevated lactate levels, dyspnea, elevated central venous pressure) could not be conclusively established through this evaluation. No product is available for investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The bleeding the patient was experiencing was from their pleural space. After operative revision the bleeding resolved. Following lvad implant the patient's right heart failure began to worsen. The worsening right heart failure was thought to have possibly been related to implant. The low flow alarms the patient was experiencing were thought to be caused by the right ventricular failure, starting on (B)(6) 2021. The low flows resolved when a temporary right ventricular assist device (rvad) was placed on (B)(6) 2021. Flow on the rvad and lvad was approximately 4.0-4.5 lpm. During the event the patient experienced dyspnea and elevated central venous pressure. On (B)(6) 2021 the temporary rvad was explanted. The lvad flow remained stable. On (B)(6) 2021 the patient was discharged and would be seen for regular follow ups.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that four hours after left ventricular assist device (lvad) implant the patient was experiencing increasing output from their chest tube, around 6000 ml/hour. A total of 1.5 l in four hours. The bleeding indicated an operative revision was required. After the operative revision was performed, the bleeding resolved. The patient also developed right ventricular failure post lvad implant, as the pump flow was below 2 lpm and the patient was under increasing inotropic support. The patient also had increasing lactate levels to a maximum of 9 mmol/l. This led to the placement of temporary right ventricular assist device placement and withdrawal from the clinical study.